Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a week or two after implant patient was at the airport going though tsa. The tsa agent was doing a pat down, and put their hand down the patient's thigh and then gave patient a karate chop right between the legs. The patient said it hurt and they could feel it through a pad they were wearing. The patient thinks the device was knocked out of place. The patient feels like they are sitting on the stimulator. When the patient get's up they have pain in the groin. The pain isn't constant, but it is when they are moving their bowels. The pain is not in the back it is on the side. They also noted feeling stinging in the groin. Patient said it is possible they have an infection but they don't have a fever.